Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia on (B)(6) 2013, pregnancy induced hypertension and vaginal bleeding. Concomitant products included vortioxetine hydrobromide (trintellix) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("left abdominal pan"). The patient was treated with surgery (ablation on (B)(6) 2011 and supracervical hysterectomy and oopherectomy (onside removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: the procedure was successful. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: new event added- pain left side abdomen. Onset date of events updated. Concomitant medication added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension and vaginal bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation and supracervical hysterectomy and oophorectomy (on side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2013: surgical pathology: soft tissue, inguinal, left, herniorrhaphy: adipose tissue with fat necrosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-apr-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographic was added. Her historical condition was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added. Event: injury was updated to more specified events: pain, abnormal bleeding (vaginal, menorrhagia) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.